Event description:
The tps core console was sent in for repair because it lost power during a procedure and caused a 20 minute to 30 minute delay in procedure. No adverse event was reported, however, the pt received add'l anesthesia while a replacement console was being obtained from another facility. The procedure was successfully completed with another console without any further incident.

Manufacturer narrative:
During failure analysis the device would not power up when plugged in. Upon disassembly of the device, the power entry assembly, liquid crystal display, touch screen gasket and other component parts were damaged. The damaged parts were replaced and the device was repaired and returned to the customer.